Event description:
Customer reported that the unit was giving error code message of data acquisition (da) pcba adc reference failed. Customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.